Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and the device was exlanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that the lead was fractured. It was also reported that the lead was repaired during device replacement approximately two years ago. During the recent revision procedure, the lead was tested on a pacing system analyzer (psa) and also noted high out of range pacing impedance measurements.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc) at maximum outputs. A lead fracture was suspected, however, was not confirmed. The device was programmed to right ventricular (rv) only therapy and the patient was given a holter monitor to evaluate the rhythm at a future in clinic follow up. No adverse patient effects were reported. This product remains implanted and in service.